Event description:
Allegedly in march 2013 patient began experiencing pain; elevated metal ions. During revision, surgeon found large fluid collection and cup was completely loose; also found dark corrosion.

Manufacturer narrative:
This is the same event as 3010536692-2014-01253, 01254.